Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The actual device was returned for evaluation. The handpiece was evaluated and the reported condition that the triggers of the device were blocked was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the device had corrosion/rusting/pitting, the device would not run, and moving parts of the device were not moving smoothly. It was further determined that the device failed pretest for check function of the device, and check for mechanical free movement. The assignable root cause of these conditions was determined to be traced to component failure due to normal wear.

Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The actual device has been returned and is currently pending evaluation. Once the evaluation of the device has been completed, a supplemental medwatch report will be sent accordingly. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during pre-surgery testing it was observed that the triggers of the handpiece device were blocked. This event did not occur during surgery. There was no patient involvement. It was reported that there was no surgical delay. It was reported that an unspecified spare device was available for use. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.